Manufacturer narrative:
Occupation is lay user/ patient. Country of origin is (B)(6).

Event description:
The customer complained of a discrepant inr result with coagucheck xs meter serial number (B)(4) when compared with an unknown doctor device. At 12:30 p.m. The doctor's device result was 2.6 inr by capillary blood and at 6:30 p.m. The meter result was 5.2 inr by capillary blood. The customer's therapeutic range is 2-3 inr. There was no allegation that adverse event occurred.

Manufacturer narrative:
Relevant retention test strips (lot 272161) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The returned test strips and vial showed no defects. The returned test strips were measured with the current test strip master lot # 286 321 80 (recal). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Master lot and reference meter: donor 1: 1.9 inr. Donor 2: 2.4 inr. Customer strips and reference meter: donor 1: 1.9 inr. Donor 2: 2.4 inr. The complaint customer material and the corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. The allegation in this case has not been substantiated.